Event description:
Device 3 of 4. Reference MFR report #1627487-2012-12740, 12741, 12742. It was reported the pt does not receive adequate pain relief from the peripheral scs system. The physician proceeded with an epidural scs trial. Note the pt has three 3163 leads implanted with two different lot numbers.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.